Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single-lumen umbilical vessel catheter (uvc). The customer reports that the patient had blood loss and IV fluid loss from the catheter. The patient underwent an additional procedure for a new line replacement. The customer also stated that it is not known if the patient received additional fluids and/or blood as a result of the event. The customer further reports that they do not have any further information regarding this incident.